Event description:
The surgeon attempted to implant an aq2003v lens. The lens was partially in the eye when the surgeon noted that there was a tear on the lens as it was coming out of the cartridge. Lens was removed. No pt event or injury.